Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23l089av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. Arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. There were no alleged device performance issues / device malfunctions associated with the embotrap iii device, as the device performed as intended. Since the device was in use at the time of the vasospasm, the relationship between the event to the used device as a contributing factor cannot be ruled out entirely. The severity of the event is unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the proximal area to the m1 segment of the middle cerebral artery (mca) to treat an acute ischemic stroke (ais), the 5mm x 37mm embotrap iii revascularization device (et309537 / 23l089av) was used. All devices were used in accordance with the instructions for use (IFU). The embotrap iii was used with the femoral artery (fa) approach using the combined technique. An axs catalyst® 6 aspiration catheter (stryker) was used as the aspiration. The embotrap iii approach the clot that is proximal to the m1 and the device was deployed. The clot was successfully retrieved, but a spasm occurred. The procedure was reportedly successfully completed. It was reported that ¿the patient was followed-up.¿ it was not known if a continuous flush was maintained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 14-jan-2025. [Additional information]: on 14-jan-2025, additional information was received. Per the information, a tici score of 2b was provided (it was not specified if this was pre- or post-procedure). The embotrap iii device made 2 passes; the clot was retrieved on the second pass. The vasospasm occurred after the clot was retrieved, the ¿exact timing was unknown.¿ the information indicated that no medical interventions were provided, the patient was under observation. There was no device performance issue related to the embotrap iii device during the procedure, but there was some resistance during the deployment of the embotrap iii. The reported issue did not result in any clinically significant delay in the procedure. No further information is available. Per the additional information received on 14-jan-2025, it was disclosed ¿there was some resistance during the deployment of the embotrap device.¿ the vasospasm occurred after the clot was retrieved; therefore, the alleged device deficiency is not associated with the reported patient event vasospasm. The event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.